Manufacturer narrative:
The reported events were confirmed through visual and functional testing.

Event description:
It was reported that the trigger of the device disassembled during equipment testing conducted at the manufacturer facility and the device ran in safe mode during equipment testing conducted at the manufacturer facility. No medical intervention and no adverse consequences were reported with this event. As both events occurred during evaluation, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that the trigger of the device disassembled during equipment testing conducted at the manufacturer facility and the device ran in safe mode during equipment testing conducted at the manufacturer facility. No medical intervention and no adverse consequences were reported with this event. As both events occurred during evaluation, there was no patient involvement and no delay to a surgical procedure.